Manufacturer narrative:
Additional information was received on the event on july 21, 2016. The patient was an (B)(6), male, weight (B)(6). The day after the procedure the patient had a cerebrovascular accident. The anticoagulation therapy was monitored during the procedure with activated clotting time between 300 and 350 seconds. After the procedure heparin was given and the partial thromboplastin time was 3.2 at 5 hours and 2.8 at the moment the adverse event was discovered. The physician¿s believes a thrombus on the catheter could be related to the adverse event. The patient required medical therapy, cerebral angiography and interventional disobstruction of cerebral (silviana) artery. In addition, the patient required extended hospitalization due to the stroke and complications. The patient¿s condition has since worsened with nosocomial pulmonary infection and heart failure. The patient¿s medical history includes symptomatic paroxysmal atrial fibrillation, dilated myocardiopathy with resynchronization therapy. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool&#59411;smarttouch&#59411;sf bi-directional nav catheter and suffered an acute myocardial infarction. During the procedure, impedance rose above 200 ohms. The catheter was removed from the patient. Upon inspection, the physician noticed char on the catheter tip. Catheter was cleaned and re-introduced into the patient. The stockert generator settings included power control mode at 30 watts (35 watts on the ridge), with a temperature cut-off of 40°c impedance was 130 ohms in the left atrium and then exceeded 200 ohms, which resulted in reaching the cut-off limit. An error message populated and the generator immediately stopped ablating when impedance cut-off was reached. There were no issues regarding temperature or flow reported. Patient received anticoagulant (heparin) during the procedure with activated clotting time target of 300 seconds. Initially, there were no patient consequences observed and this event was assessed as not MDR reportable because the potential that these issues could cause or contribute to a death, serious injury, or other significant adverse event is remote. The day following the procedure, the patient suffered a cardiovascular accident. It was noted that it was unclear if the event was related to the procedure. The physician considered the amount of char to be excessive and a higher risk to the patient than usual. However, the physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The awareness date for this report is june 20, 2016, the date in which a bwi representative became aware of the adverse event.